Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient later reported that for the first few weeks after the patient's implant, she had very little to no pain in her entire head, and 100% success. As the weather began to change from winter to spring, which previously was arguably her worse season for migraines, she began to experience migraines in the front of her head more frequently and more intensely. Very recently, after a discussion with a manufacturing representative (rep), the patient tried turning the power up higher, much higher actually. She had very good, though not completely consistent, results in shutting down a large number of those frontal migraines. The patient's neck pain post-op was 100% gone. It remained so until a neck exam with range of motion check too place, and she was given simple exercises to help strengthen her neck muscles. The next day all of her neck pain returned and had remained. She could feel the neurostim in her neck, so she knew it was not a problem with the unit or leads. It was noted that the patient had fibromyalgia, so the patient thought it was likely to do with that. Her neurologist felt, and the patient agreed, that another set of leads should be added to the front of her head. The patient planned to meet with her surgeon soon to begin the campaign and appeal to the insurance company. The patient had a suggestion for the occipital neurostimulator. The patient thought it would be great to have a timer that could change the intensity to a higher or lower level. For instance, the patient often went to bed with a raging migraine, but it generally resolved during the night. It was uncomfortable to wake up with the stimulation on so high, like having a beehive in my head. But if the patient could set a timer to turn it down to a normal stimulation range while she was sleeping, that patient thought that would be amazing. It would be the same for patients whose migraines start in the middle of the night and they would not have to wake up in agony and have to turn it up because the timer could do that for them. The patient thought it would benefit many patients.

Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient had their implantable neurostimulator (ins) for occipital stimulation due to head pain and migraines. The stimulation had helped the pain in the back of their head but they were still having pain in the front of their head. The stimulation initially helped with the front and the back. They started getting a few migraines and then they passed but then they started to slowly come back. The migraine issues increased around (B)(6) 2015. The patient believed that their therapy was affected by the barometric pressure where they lived. When there were storms the issues would get worse. The patient would sometimes get sore spots in the back of their head. The patient would use ice at night to help with their pain. They also had a range of motion test since x-rays indicated that they had some spinal stenosis. Since the range of motion test they experienced neck pain and occasional soreness in the back of their head. This neck pain and soreness started around (B)(6) 2015. The patient was on strong nsaid pain medications and had fibromyalgia. No cause or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use was non-malignant pain.

Manufacturer narrative:
Additional review determined (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.